Manufacturer narrative:
(B)(4). The customer returned one cartridge with two intact clips from one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. Visual examination revealed slight scrape marks on the returned cartridge. The sample appeared used as there was biological material on the cartridge. No other defects or anomalies were discovered. Functional inspection was performed on the two intact clips returned in the cartridge. A lab inventory applier was used. Both clips were manually loaded into the jaws of the applier and were successfully applied to over-stressed surgical tubing without breaking or falling out of the applier. No functional issues were found with the returned clips. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73k2200590 was manufactured on 10/19/2022 a total of (B)(4) pieces. Lot was released on 11/10/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02425 rev. 02, was reviewed as a part of this complaint I nvestigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "loaded clip is insecurely seated" was not confirmed based upon the samples received. Upon functional inspection, both clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No damages, defects, or anomalies were observed to any of the returned clips. Because no functional issues were found with the returned clips, the reported issue could not be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: four clips out of six fell from the applier at loading during a surgery. The user opened a new cartridge, by which completed the surgery without problem. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73k2200590 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: four clips out of six fell from the applier at loading during a surgery. The user opened a new cartridge, by which completed the surgery without problem. No clip fell/remained in the patient.